Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The system was then tested. The system met all product specifications. There was no sample returned for evaluation adn no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4). This report was mailed to FDA to: 05/09/2014. (B)(4).

Event description:
A clinical supervisor reported that during a procedure, the suction did not work during the irrigation / aspiration portion of the surgery. Patient harm is unknown currently. Additional information has been requested but none has been received.